Event description:
It was reported that the patient was having trouble with lubricant while using the magic 3 go male hydrophilic intermittent catheter. Per follow up via phone on (B)(6) 2024,it was reported that the lubricant packets were dry and empty so the patient was not able to use a lot of the catheters also reported that the way the catheters were packaged was terrible, and the catheters were jammed into the box causing them to become bent. The customer was not able to insert them at all. Customer was now using a pre-lubricated catheter that was working better for them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was having trouble with lubricant while using the magic 3 go male hydrophilic intermittent catheter. Per follow up via phone on 01feb2024,it was reported that the lubricant packets were dry and empty so the patient was not able to use a lot of the catheters also reported that the way the catheters were packaged was terrible, and the catheters were jammed into the box causing them to become bent. The customer was not able to insert them at all. Customer was now using a pre-lubricated catheter that was working better for them.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "misassembled packaging (incorrect position of packages inside the box) / component kinked or damaged from supplier." The DHR review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.